Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer required assistance from emergency medical services, they supplied two emergency glucose gels, a protein bar and sugary snacks to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.